Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results per the tracking information, the device was noted to have been received and in glidewell's possession. However, the reported product has not been physically sent to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
It was reported that the anchors broke from a silent nite 3d.